Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and one driver from the left outer row was out of its intended position causing damage to the cartridge deck during firing; one distorted staple was found inside the pocket. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what caused the driver to move out of its intended position. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the initial firing with a green reload with seam guard on the reload the stapler fired with incomplete staple formation for the outermost row on the patient side with the cartridge posterior to the stomach and the anvil anterior. The surgeon was satisfied with the staple line proximal to the four or five incomplete staples. No pictures were taken. A second device was pulled and potentially locked out. A third device was then pulled and the surgery was completed with no incident. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).